Manufacturer narrative:
Investigation is underway.

Event description:
As reported by an edwards lifesciences field clinical specialist, regarding implantation of a 26mm sapien 3 ultra resilia valve in the aortic position. It was observed during the valve deployment, the 26mm commander delivery system balloon ruptured and tore horizontally. It burst towards the end of the pacing run, and the valve was fully expanded. They were able to get it out of the 14f esheath plus but it tore the sheath down all the way to the partially expanded portion. The end of the sheath folded over on itself, about an inch of the tip of the sheath was completely folded. A 16f esheath plus was used. The patient did not have any iliac complications. There were no complications at the end. Per review of the received images, the sheath had evidence of a torn liner, the sheath the liner was partially delaminated, and the sheath distal tip was split.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections: g3, g6, h2, h6 type of investigation, investigation findings, investigation conclusions have been updated. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode is not required at this time. The device was returned for evaluation. Engineering performed visual examination and the following was observed: liner is torn along entire length of shaft. Partial liner delamination at the end of the shaft approx. 0.25 in length. Cmarker band is present. Distal tip is split along axial scoring. Dimensional inspection was performed on the returned device. Liner thickness was measured along the liner tear. All measurements were found to be within specification. Imagery was provided for evaluation. Provided imagery was reviewed and the following was noted: post procedural images of the sheath, delivery system, and introducer. Introducer tip is curved from normal use. Evidence of a torn liner. Sheath liner partially delaminated. Unable to visualize a full circumferential delamination. Sheath tip split. The instructions for use (IFU), and training manuals have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, sheath liner tear events have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to vessel tortuosity, calcification, and/or withdrawal of an altered balloon profile of the delivery system or bav. The reported sheath liner torn was confirmed based on the evaluation of the returned device and the provided device imagery. Available information suggests that procedural factors (withdrawal of altered balloon profile) likely contributed to the event as it was reported that during the valve deployment, the 26mm commander delivery system balloon ruptured and tore horizontally. They were able to get it out of the 14f esheath plus but it tore the sheath down all the way to the partially expanded portion. A balloon burst or tear could make it difficult to deflate the balloon and would alter the balloon profile during removal. The force required to withdraw the balloon could then lead to tearing or weakening of the sheath liner. The reported sheath distal tip split was confirmed based on the evaluation of the returned device and the provided device imagery. However, no manufacturing nonconformance was identified during evaluation. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. In this case, the withdrawal of the torn balloon likely resulted in the split along the distal tip. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.